Event description:
Balloon burst during procedure.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. The device balloon was visually inspected under 10x magnification, and it is confirmed that the balloon has burst. The edges of the burst are ragged and very thin. There are no other defects to the balloon. Water was introduced through all of the device lumens and the water flows from where it should with no functional defects detected. These devices are functionally and visually tested 100% prior to packaging and this condition was not present during that time. There are no other defects detected with this device.